Event description:
Discordant sodium, chloride and calcium_2 results were obtained for two patients on an advia 1800. The results were reported to the healthcare provider(s). The samples were rerun and confirmed on another advia chemistry system and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant results.

Manufacturer narrative:
A siemens fse visited the customer site and corrected the problem. No further information is available for this event and the actual root cause for the discordant results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.